Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by newcastle.

Event description:
Information was received that a revision procedure was performed for an unknown reason. As per the reporter during service it was identified that the o-ring was compromised.